Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer blood glucose was 315 mg/dl. Customer stated the insulin pump went blank after changing a battery. Customer was calling back after receiving a new battery cap. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced.

Manufacturer narrative:
Findings: unit received with blank display due to damage (open trace) b1/ibd. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window.